Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory on 20nov2019, and it was investigated on 20dec2019. A visual inspection was conducted. Signs of clinical use with evidence of blood was observed on the loading device. The seal was observed in loading window with the anchor visible over the center of the seal. No signs of cracks/delamination were observed on the seal. The seal was taken out from the loading device for inspection. The blue slide lock was dis-engaged and the white plunger was not fully depressed on the delivery device. No signs of cracks/delamination were observed on the seal. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed but the analyzed failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when heartstring iii was prepared and used in the normal procedure, the seal did not expand well and became unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when heartstring iii was prepared and used in the normal procedure, the seal did not expand well and became unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when heartstring iii was prepared and used in the normal procedure, the seal did not expand well and became unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.